Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient with a history of chronic obstructive pulmonary disease was admitted with increased shortness of breath and upon interrogation had driveline power fault alarms and pulsatility index (pi) events. Log files were submitted for review and confirmed the driveline power faults began on (B)(6) 2024. The driveline power data had returned to normal. Numerous pi events were also captured in the log files.

Manufacturer narrative:
D1: brand name: corrected d4: catalog number and UDI: corrected. E1: reporter email was not available manufacturer's investigation conclusion: review of the submitted log files confirmed driveline power fault alarms; however a specific cause for the driveline power fault alarms could not be conclusively determined through this evaluation. It was reported that the patient had driveline power fault alarms on interrogation. It was recommended to clear the alarm and continue to monitor. The submitted controller event and periodic log files captured a driveline power fault alarm beginning on (B)(6) 2024. No other notable events or alarms were captured. The system appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarms, including the driveline power fault, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies and the recommended actions associated with each. No further information was provided. The manufacturer is closing the file on this event.